Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 20170730 is an invalid lot. Please provide lot number involved in the event.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and clip was used. During the operation, after closing the clip to ligate the gallbladder artery, the clip opened and the artery was bleeding. An electric hook was used to stop the bleeding. There were no adverse patient consequences reported.